Event description:
New information noted that programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited rf telemetry anomaly. Further information was requested however, was not provided.